Event description:
It was reported that the patient presented to clinic with 3 driveline fault alarms. The patient had a history of a controller exchange due to a driveline fault in (B)(6) of 2020 and a driveline splice in (B)(6) of 2019. Log files captured low flows on (B)(6) 2022. There were no other unusual events found in the log and the equipment appeared to be operating as intended.

Manufacturer narrative:
Driveline fault in (B)(6) 2020 was covered under MFR # 2916596-2020-06479. Driveline splice was covered under MFR # 2916596-2019-01013. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed three, transient driveline fault alarms; however, a specific cause for these alarms could not be conclusively determined through this evaluation. Based on previous experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these log file findings could be indicative of a potential driveline issue. Additionally, review of the log files confirmed multiple low flow events; however, a specific cause for these events could not be conclusively determined. The submitted log files contained events from 15mar2022 through 24mar2022, per the timestamps. Three, transient driveline fault alarms were captured on 17mar2022, 21mar2022, and 22mar2022. Additionally, multiple low flow events were captured throughout the files. No other notable events or alarms were captured. The pump operated at or above the low speed limit for the duration of the files. The account indicated that no x-rays of the driveline were taken as of 04apr2022, and that the patient was being worked up for a pump exchange or a heart transplant. The patient was stable at home on an ungrounded patient cable as of 20jun2022 with a plan to monitor log files on a monthly basis. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) original driveline, serial number (B)(6) and replacement driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. Section 1, ¿introduction¿, addresses all pump parameters including pump speed, power, flow, and pulsatility index (pi). Section 4, ¿system monitor¿, explains that changes in patient conditions can result in low flow. Section 6, ¿patient care and management¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 7, ¿alarms and troubleshooting", outlines all system controller alarms, including the driveline fault and low flow hazard, and how to respond to each alarm condition. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The heartmate ii lvas patient handbook, rev. C. Is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient was being worked up for a pump exchange or transplant. No further information was provided.

Manufacturer narrative:
The manufacturer is closing the file on this event.

Event description:
Additional information: the patient did not receive a pump exchange or transplant and the patient was stable.